Event description:
The surgeon inserted a competitor's lens using the indigo-p injector. Upon insertion into the eye the lens trailing haptic tore. Lens was removed and another lens was inserted. No patient injury. The cause of the lens trailing haptic tearing was due to the injector.